Event description:
The report is from the study. The pt was a male with a history of hyperlipidemia, and smoking. The indication for the index procedure was unstable angina pectoris. The target vessel was proximal to mid circumflex artery. The vessel diameter was 3mm and the lesion length was 15mm. The lesion was de novo and bifurcated. The vessel was pre-dilated with a 2 x 12mm balloon at 14atm. Two stents were implanted, overlapping in the lesion. Lesion location according to medina classification was 1,1,0. A single stent technique was used. Two guidewires were used. A stent was deployed at 10atm with suboptimal results. The stent was post-dilated because it was not fully expanded. A dissection was observed and a second stent was deployed at 14atm to treat the dissection, with suboptimal results. The stent was post-dilated due to the dissection and because the stent was not fully expanded. The pt was discharged the following day. The pt was followed up a month post-procedure and he was asymptomatic.

Manufacturer narrative:
This prod, noted is distributed outside the united stated. However, it is similar to the us distributed drug-eluting stents. A device history report review was conducted and this lot of prods met all requirements per the applicable mfg quality plan. Vessel dissection is known as a potentially adverse event that can occur with coronary stenting. As per the IFU, implanting a stent may lead to dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring add'l intervention (CABG, further dilation, placement of add'l stents, or other). Review of the available info suggests that procedural factors and/or vessel/lesion characteristics may have contributed to the event.